Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that reservoir compartment was damaged and reservoir was no longer staying in chamber. Customer does not know how damage occurred. Customer's blood glucose was 145 mg/dl, but was not sure. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip and a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted. The insulin pump had cracked case at the display window corner, minor scratched lcd window, missing reservoir tube o-ring, missing end cap sticker and cracked battery tube treads.